Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo videoscope exhibited the distal end coating had peeled off. The event occurred at reprocessing. There was no patient involvement.